Event description:
The customer reported an issue with a transpac IV monitoring kit, stating that the tubing and cap were dislodged before priming. There was no patient involvement and no patient harm. Testing was performed on the returned device the reported problem was confirmed. An image was provided by the customer showing the area of the defect. However, the returned sample does not match with the image provided. During visual inspection, the 12.5" pressure tubing was found separated from the male luer. The pressure tubing was found tacky at the bond site. The probable cause of the pressure tubing being tacky had occurred due to the solvent on the tubing not being fully cured during assembly process. A lot review was performed and there were no issues found.